Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The sales rep reports that there was a leak somewhere on the catheter body. Alcohol 70% was used to clean the area and the area was completely dried prior to insertion. The uvc was not difficult to handle during insertion nor was it difficult to secure. It was secured by suture to the umbilical warton jelly tissue with a tegaderm sticker above the skin. The uvc was inserted on (B)(6) 2013 in the nicu at (B)(6) kerem medical center. It was used for continuous IV infusion at a rate of 1ml per hour. The line was flushed with nacl 0.9% solution and 0.5 unit heparin per 1ml. Alcohol 70% was used to clean the area and the hub was not cleaned. The uvc was removed on (B)(6) 2013 and was not replaced. The pt is currently doing well.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.